Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited battery longevity overestimation. The pacemaker was explanted at normal elective replacement indicator (eri). There were no patient consequences.

Manufacturer narrative:
The reported event of battery longevity overestimation was not confirmed. The device was received in normal range of operation for analysis. Electrical testing, mechanical analysis longevity evaluation were normal with no anomalies found.